Event description:
It was reported that the preloaded intraocular lens would not advance. The technician may have tried too hard to advance and it caused a defect on the lens. There was no contact with patient's operative eye. Another lens was used as the replacement to complete the procedure. There was no patient injury reported. No further information was provided.

Manufacturer narrative:
Not applicable, as it was indicated that there was no patient contact. If implanted, date: not applicable, as the lens was not implanted if explanted, date: not applicable, as the lens was not implanted; therefore, not explanted. The device was not returned for analysis. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: apr 27, 2022. Section h3: device evaluated by manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection under magnification revealed no assembly issues with the handpiece before and after disassembly, however cartridge tip damage was observed. The complaint lens was cleaned and was observed to be cut with lens damage in the optic zone as well as along the edge. Conclusion: the complaint issue "lens damaged" was identified during product evaluation; however, complaint issue "device advancement" was not observed. Based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.